Event description:
It was reported that the dash 4000 monitor displayed an inaccurately low non-invasive blood pressure (nibp) reading. The clinician administered unnecessary hypotensive medications to the patient as a result of the inaccurate nibp reading. The pt reportedly recovered. The clinician stated the pt was conscious and his current state did not reflect the readings on the device. The dash 4000 was tested by a biomed at the hospital and the unit was found to be biomed at the hospital and the unit was found to be working as expected. The dash monitor is currently not in pt use. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.